Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 potassium results for two patient samples. The customer was uncertain which cobas 8000 / ise module was used for testing the patient samples. Refer to the medwatch with patient identifier (B)(6) for the other analyzer involved. The customer stated their laboratory normally runs sst tubes, but since there have been other instances of questionable results for samples from this reference laboratory the physician now orders samples to be drawn in gold tops instead of sst tubes. The laboratory was also conducting a study to see if there was a difference in the results between sst tubes and gold top tubes. Patient samples were drawn on (B)(6) 2017 and tested on (B)(6) 2017. The sst tubes were spun by the client and transferred to this laboratory. The supernatant was poured off, aliquoted by a cobas p 612 pre-analytical system, and then tested on the ise module. For patient 1, two sst tubes from the same draw were tested. The result from tube 1 was 5.9 mmol/l and was reported to the physician. The physician questioned the result and ordered the sample to be retested. Tube 1 was repeated and the result was 6.7 mmol/l. The result from tube 2 was 5.5 mmol/l. The customer had noted that tube 1 was slightly hemolyzed. For patient 2, two sst tubes and 1 gold top from the same draw were tested. The result from the first sst tube was 5.6 mmol/l and was reported to the physician who questioned the result and ordered the sample to be retested. The repeat result from the first sst tube was 5.7 mmol/l, the result from the second sst tube was 4.6 mmol/l, and the result from the gold top tube was 4.3 mmol/l. This patient was a (B)(6) female born on (B)(6) 1954. The repeat results were believed to be correct. The patients were not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He checked the probe condition and position, the ise vessel evacuation, and the sipper performance which were all normal. All ise electrodes were within appropriate date ranges for use and all system fluid/reagents were normal. He checked the syringes for air and leaks wand checked the internal tubing for kinks and breaks which were all normal. He ran calibration and qc multiple times. He determined the system was operating within normal parameters and no issues were identified.